Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level. The customer states they experience unexplained high blood glucose, and the pump stopped working. The customer was not able to continue to troubleshoot due to feeling ill. The customer's husband was advised to have customer call back when the customer was feeling better.